Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient reported becoming aware of blood clots, clotting, and occlusion of the inferior vena cava (ivc), approximately thirteen years and eleven months post implant. The indication for the filter implant had not been provided. According to the implant record the right popliteal vein was accessed under ultrasound guidance and vena cavography was performed. The inferior vena cava was normal in size and subsequently, placement of a retrievable vena cava filter in the infrarenal vena cava was performed. An optease filter was advanced and deployed in the infrarenal vena cava with the hook positioned inferiorly. There were no immediate complications. Additional information provided by the patient indicated that the patient also became aware of perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter, approximately thirteen years and eleven months post implant. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filters are not indicated for use in the prevention of dvt. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to pulmonary embolism (pe) and deep vein thrombosis (dvt). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, under ultrasound guidance, a sheath was placed into the right popliteal vein and a guidewire was advanced into the iliac vein which was noted as patent, and a catheter was advanced into the iliac confluence. A vena cavography was performed, demonstrating a normal size inferior vena cava (ivc) and localizing the renal vein ostia. The optease vena cava filter was advanced and deployed in the infrarenal vena cava with the hook positioned inferiorly. Following deployment, ¿thrombosis¿ of the right leg was performed. There were no reported complications. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and occlusion of the inferior vena cava (ivc), becoming aware of these events approximately thirteen years and eleven months after the filter implantation. Per another ppf provided, the patient additionally reports becoming aware of perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient reported becoming aware of blood clots, clotting, and occlusion of the inferior vena cava (ivc), approximately thirteen years and eleven months post implant. According to the implant record the right popliteal vein was accessed under ultrasound guidance and vena cavography was performed. The inferior vena cava was normal in size and subsequently, placement of a retrievable vena cava filter in the infrarenal vena cava was performed. An optease filter was advanced and deployed in the infrarenal vena cava with the hook positioned inferiorly. There were no immediate complications. The indication for the filter placement and medical history of the patient were not provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filters are not indicated for use in the prevention of dvt. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to pulmonary embolism (pe) and deep vein thrombosis (dvt). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the right popliteal vein was accessed under ultrasound guidance and vena cavography was performed. The inferior vena cava was normal in size and subsequently, placement of a retrievable vena cava filter in the infrarenal vena cava was performed. An optease filter was advanced and deployed in the infrarenal vena cava with the hook positioned inferiorly. There were no immediate complications. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and occlusion of the inferior vena cava (ivc), becoming aware of these events approximately thirteen years and eleven months after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to pulmonary embolism (pe) and deep vein thrombosis (dvt). The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to pulmonary embolism and deep vein thrombosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered & will suffer significant medical expenses, pain and suffering, and other damages.